Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿not ruptured but completely out of shape and had lost volume suggesting gel bleed, chest pain¿ and ¿breast pain¿ and being "incredibly concerned." Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported ¿not ruptured but completely out of shape and had lost volume suggesting gel bleed, chest pain¿ and ¿breast pain¿ and being "incredibly concerned." The following reported events have been deemed not device related as there is no currently known medical chain of causality that would reasonably relate theses events to the device: ¿migraines¿, ¿extreme fatigue¿, ¿joint pains¿, ¿ibs¿, ¿neck pain¿, ¿back pain¿, ¿calf cramps¿, ¿insomnia¿, ¿brain fog¿, ¿early menopause¿, ¿weight gain¿, ¿autoimmune issues¿, ¿have been diagnosed with me [myalgic encephalomyelitis/chronic fatigue syndrome] as well¿, ¿consistent headaches¿, ¿tinnitus¿, ¿electric shock pains all over¿ and "symptoms of bii". This record represents the left side. Device was explanted.